Event description:
It was reported that as lvp 20d 2ss cv disconnected at the y-site. The following information was provided by the initial reporter: it was reported by the customer that the alaris set disconnected at the y-site.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of alaris set disconnection at the y-site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv disconnected at the y-site. The following information was provided by the initial reporter: it was reported by the customer that the alaris set disconnected at the y-site.